Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed several no deliveries. It was reported that the infusion set was changed multiple times. High blood glucose of 500 mg/dl was reported as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08720 inches. No excessive no delivery alarms noted. The device was received with cracked case at the display window corners. The device was received with minor scratched display window.